Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported noise on the atrial channel. Analysis noted that the programmer was missing the stylus and there was no paper in the paper tray. A stylus was added and paper was added to the paper tray. The stylus was calibrated and software pin was installed the device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on the atrial channel of the analyzer. The programmer and analyzer were unable to be used during an implant procedure. The programmer and analyzer were changed out and are expected to be returned for service. No patient complications have been reported as a result of this event.